Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in recurring high blood glucose levels and hospitalization on one occasion. The patient stated that in the middle of (B)(6) 2021 (she couldn't remember the exact day) she had a blood glucose value around 25 mmol/l and delivered a manual bolus (couldn´t remember the exact amount of units), but her blood glucose level didn´t decrease. Therefore, she was admitted to hospital. In hospital, she was treated with glucose administered intravenously and was released the next day. On (B)(6) 2021, she experienced a similar situation having a blood glucose value of around 25 mmol/l and despite delivering a bolus her values didn't decrease. As a result, the patient had to inject insulin with a pen. After changing the cartridge and the infusion set, the pump worked as intended again. On (B)(6) 12021, she again had blood glucose values of around 17 mmol/l and delivered a bolus of 4 insulin units, but two hours afterwards her blood glucose value was at 25 mmol/l. The patient had to inject insulin with a pen in order to lower her blood glucose value. She then changed the adapter, infusion set, and the pump was delivering normal again.